Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during drain one. The caregiver (cg) stated that the hp disconnected without using proper procedures and then reconnected. The technical service representative (tsr) explained the alarm and advised the cg to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, disconnecting improperly during use is a known cause of this type of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.